Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced pelvic pain, dyspareunia, adhesions, chronic interstitial cystitis, and additional surgery (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.